Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the gpu circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the gpu circuit board. Omsc confirmed that this phenomenon was not caused by product or manufacture, there were no safety problem, and there was no frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the error e116 which indicated that the subject device malfunctioned was occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.